Event description:
It was reported that the procedure was to treat a mildly calcified left anterior descending (lad). The 3.0 x 200 mm armada balloon catheter was advanced; however, the balloon ruptured during third inflation at 8 atmospheres. There was no resistance advancing or removing the balloon catheter. A final picture was taken and no additional treatment was performed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.